Event description:
On (B)(6) 2022, this patient underwent an emergency endovascular treatment for a thoracic aortic aneurysm rupture using gore® tag® conformable thoracic stent grafts with active control system (ctag acs, proximal tgmr373715j, distal tgm454515j). The patient tolerated the procedure. On (B)(6) 2023, a follow-up CT scan showed proximal migration of ctag ac, type ib endoleak, and an aneurysm enlargement (size unknown), and a reintervention was indicated. On (B)(6) 2023, an additional procedure was performed. Two additional ctag acs were implanted. The endoleak disappeared. The patient tolerated the reintervention. The reporting physician commented as follows: the cause of migration was unknown; however, the distal aortic neck was tapered, so there was a potential risk of migration. A longer device should have been placed, but 20 cm ctag ac was unavailable during the emergency initial procedure.

Manufacturer narrative:
The device remains implanted and was therefore not available for engineering evaluation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, aortic expansion (e .g ., aneurysm, false lumen, landing zone, lesion), endoleak, and stent graft migration. Per IFU, when treating isolated lesions, differing proximal and distal neck diameters (aortic taper) outside the intended aortic diameter requirements for a single stent graft diameter requires the use of multiple stent grafts of different diameters. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.